Manufacturer narrative:
Investigation: the customer stated that the acda and 0.9% saline fluids were hung correctly. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported hemolysis in the collected product. The customer stated it was in the product they received and blood tubes they provided the collection to collect. The blood tubes were collected before the procedure. No medical intervention was necessary. The patient was tired after the procedure, but able to be discharged after the procedure. The customer declined to provide patient ID. The disposable set is not available for return.

Event description:
The customer reported hemolysis in the collected product. The customer stated it was in the product they received and blood tubes they provided the collection to collect. The blood tubes were collected before the procedure. No medical intervention was necessary. The patient was tired after the procedure, but able to be discharged after the procedure. The customer declined to provide patient ID. The disposable set is not available for return.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer stated that the acda and 0.9% saline fluids were hung correctly. It was reported that hemolysis was in the product the customer received and the blood tubes they provided the collection to collect. The blood tubes were collected before the procedure, however the blood tubes that were used to collect blood had no ac so clots could have formed and blood hemolyzed as a result of that if not tested in a timely manner. The customer reported that no hemolysis testing was carried out. A medical professional was unable to confirm that the hemolysis was due to disease state, other treatment or medication. Solutions of acd-a (terumo bct lot # 22044018) and 0.9% normal saline (ICU medical lot # 5499227) were used during the procedure. The customer confirmed the solutions were correctly attached. No clots were observed in the channel or or channel lines. There was no medical intervention. The operator did not perform custom prime. The run data file (rdf) was analyzed for this event. There were no signs in the rdf that would indicate there was hemolysis during the procedure. There were several inlet pressure too low alarms towards the end of the procedure, but that does not suggest hemolysis occurred. There were 45 inlet pressure alarms in total. There were no alarms or issues during the procedure that would suggest caused hemolysis. The optia operated as intended. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state * patient's medication and/or medical treatment * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported hemolysis in the collected product. The customer stated it was in the product they received and blood tubes they provided the collection to collect. The blood tubes were collected before the procedure. No medical intervention was necessary. The patient was tired after the procedure, but able to be discharged after the procedure. The customer declined to provide patient ID. The disposable set is not available for return.

Manufacturer narrative:
Investigation: the customer stated that the acda and 0.9% saline fluids were hung correctly. It was reported that hemolysis was in the product the customer received and the blood tubes they provided the collection to collect. The blood tubes were collected before the procedure, however the blood tubes that were used to collect blood had no ac so clots could have formed and blood hemolyzed as a result of that if not tested in a timely manner. The customer reported that no hemolysis testing was carried out. A medical professional was unable to confirm that the hemolysis was due to disease state, other treatment or medication. Solutions of acd-a (terumo bct lot # 22044018) and 0.9% normal saline (ICU medical lot # 5499227) were used during the procedure. The customer confirmed the solutions were correctly attached. No clots were observed in the channel or or channel lines. There was no medical intervention. The operator did not perform custom prime. The run data file (rdf) was analyzed for this event. There were no signs in the rdf that would indicate there was hemolysis during the procedure. There were several inlet pressure too low alarms towards the end of the procedure, but that does not suggest hemolysis occurred. There were 45 inlet pressure alarms in total. There were no alarms or issues during the procedure that would suggest caused hemolysis. The optia operated as intended. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.